Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the technician installed new chiller to continue decontamination, due to freezing up. Replaced chiller assembly in an arctic sun device due to not cooling.

Event description:
It was reported that the technician installed new chiller to continue decontamination, due to freezing up. Replaced chiller assembly in an arctic sun device due to not cooling. Per sample evaluation results received via task on 20sep2024, it was reported that the during repair, the inlet pressure would intermittently read -1.8 psi while the system was open to atmosphere. Per customer on 24sep2024, it was reported that the artic sun device was a demo unit and there was no patient involvement at the time of the malfunction. The unit was sent back to the manufacturer for repair. The chiller assembly was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Received alert 77, preventing device from cooling. Replaced chiller. During repair, it was found that the inlet pressure would intermittently read -1.8 psi while the system was open to atmosphere. Replaced pressure transduce. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.